Event description:
It was reported that the cartridge exhibited an insulin leak.

Manufacturer narrative:
The cartridge was returned to animas for evaluation. The cartridge was determined to be expired at the time of use. Evaluation revealed a damaged luer lock connector.